Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusions set tubing detachment event on 20-jun-2024. Location of detachment at tubing. Infusion has been used for three days. Working led up this event. No further information available.